Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had white residue in the air/water channel and displayed a scope communication error (error 216). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the scope communication error (error 216), the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.